Event description:
Knee were swollen [knee swelling] . Case narrative: initial information received on 19-nov-2018 from united states regarding an unsolicited valid serious case received from the other health professional. This case involves adult patient who experienced knee were swollen, while he/she was treated with hylan g-f 20, sodium hyaluronate (synvisc one). (Latency: unknown) the patient's past medical history, medical treatment(s), vaccination(s) and family history were not provided. On an unknown date, the patient started taking synvisc one injection 6 ml 1x intra-articular (lot - 8rsl026, 31-mar-2021) for bilateral primary osteoarthritis of knee. On 31-aug-2018, it was reported that she experienced that her knee was swollen twice the size and she was hospitalized for 2 weeks. She was put on pain trauma control. No further information was provided. Final diagnosis was knee were swollen. Corrective treatment: not reported for the knee was swollen. Outcome: unknown for the knee was swollen. Seriousness criteria: hospitalization for knee was swollen. A product technical complaint (ptc) was initiated on (B)(6) 2018, for synvisc, batch number: 8rsl026, global ptc number: (B)(4). The production and quality control documentation for lot #8rsl026 expiration date (03/2021) was reviewed. The investigation showed that the product met specifications. No associated non-conformances were noted. Based on the lot # batch record review & lot # frequency analysis for lot # 8rsl026 no CAPA is required. Sanofi global pharmacovigilance and epidemiology continuously monitors adverse event reports with or without lot numbers, and assesses possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. This review has not indicated any safety issue. As of 29-nov-18 there are 5 complaints on file for lot# 8rsl026 and all related sublots. 5 complaints are on file for lot# 8rsl026: (3) adverse event reports, (1) luer lok defect and (1) leakage. Sanofi will continue to monitor complaints as stated in sop rdg-sop-000440 product complaint handling to determine if a CAPA is required. Additional information received on 29-nov-2018. Global ptc number and ptc result was added upon internal review on 09-jan-2019 with the clock start date of 29-nov-2018 the device malfunction incorrectly captured as 'yes' was corrected.

Event description:
Knee were swollen [knee swelling]. Case narrative: initial information received on 19-nov-2018 from united states regarding an unsolicited valid serious case received from the other health professional. This case involves adult patient who experienced knee were swollen, while he/she was treated with hylan g-f 20, sodium hyaluronate (synvisc one). (Latency: unknown). The patient's past medical history, medical treatment(s), vaccination(s) and family history were not provided. On an unknown date, the patient started taking synvisc one injection 6 ml 1x intra-articular (lot - 8rsl026, 31-mar-2021) for bilateral primary osteoarthritis of knee. On (B)(6) 2018, it was reported that she experienced that her knee was swollen twice the size and she was hospitalized for 2 weeks. She was put on pain trauma control. No further information was provided. Final diagnosis was knee were swollen. Corrective treatment: not reported for the knee was swollen. Outcome: unknown for the knee was swollen. Seriousness criteria: hospitalization for knee was swollen. A product technical complaint (ptc) was initiated on 29-nov-2018 for synvisc, batch number: 8rsl026, global ptc number: (B)(4). The production and quality control documentation for lot #8rsl026 expiration date (03/2021) was reviewed. The investigation showed that the product met specifications. No associated non-conformances were noted. Based on the lot # batch record review & lot # frequency analysis for lot # 8rsl026 no CAPA is required. Sanofi global pharmacovigilance and epidemiology continuously monitors adverse event reports with or without lot numbers, and assesses possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. This review has not indicated any safety issue. As of 29-nov-18 there are 5 complaints on file for lot# 8rsl026 and all related sublots. 5 complaints are on file for lot# 8rsl026: (3) adverse event reports, (1) luer lok defect and (1) leakage. Sanofi will continue to monitor complaints as stated in sop (B)(4) product complaint handling to determine if a CAPA is required. Additional information received on 29-nov-2018. Global ptc number and ptc result was added.